Event description:
It was reported that during a superion indirect decompression system implant procedure the inserter removed the posterior portion of the spacer implant. The broken implant was replaced and the procedure was completed successfully. The patient was noted to be fine post-operatively. The broken implant was retained by the facility and was not returned.